Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized for elevated blood glucose (bg) level. Bg value was not provided. Customer was treated with intravenous fluids of saline and insulin. Customer was discharged on 12/31/2025 with the issue resolved and no permanent damage. System check with tandem technical support confirmed the pump was functioning as intended.